Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly and that an unexpected reset occurred. Additionally, it was reported that the pump was warm to the touch despite being in room-temperature conditions. Customer¿s blood glucose level was 180 mg/dl. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully.